Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead had been returned in two segments. The clear medical adhesive was torn/separated from the gore covering at the proximal end of the proximal spring electrode, with the proximal spring stretched at that point. A gore abrasion was noted at the proximal region of distal shocking coil. Calcium deposits were present on the mesh tip screen. Depending on how much calcification was on the tip before the lead was explanted, the clinical observation of a high impedance measurement could have been affected by this observation. Additional testing concluded that the lead was electrically continuous. All other clinical observations could not be confirmed.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) defibrillation lead was exhibiting an increase in pacing impedance. Impedance was ranging from 1600-2000 ohms. Sensing and thresholds were acceptable. Subsequently, the patient was seen for routine follow up after being lost to follow up for over a year. When the device was interrogated, the pacing impedances were greater than 3000 ohms. Myocardial capture was not able to be obtained at maximum output. A transesophageal echocardiogram was performed which showed that the rv lead has possibly perforated the patients rv. The lead was explanted and replaced. The lead has been returned for analysis. There were no additional adverse patient effects reported.